Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, several electrodes showed noise on the electrogram signals after the catheter was arranged into the circular array. The catheter was prepped correctly and inserted into the patient through the sheath. The cable was replaced and all pins were confirmed to be in the connector, but the problem persisted. The catheter was then replaced with another pulseselect, which resolved the issue. No patient symptoms, complications, injuries, or adverse outcomes were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012735454 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode wires e3, e4, e7. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, an electrode wire was observed to be kinked and charred. During inspection of the handle segment, it was observed that an electrode wire was kinked. In conclusion, the loop catheter failed the returned product analysis due to kinked and charred electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.